Event description:
The hospital reported that during the saphenous vein harvesting procedures, the image on the endoscope was dark. No other information was provided by the hospital. The hospital did not report any pt complications.